Manufacturer narrative:
Additional information: b3, h6 and h11. B3: event date: was updated to 10/13/2024. H11: the device was not returned and the lot number(s) that were reported were invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set leaked due to a hole in the line. During patient infusion with total parenteral nutrition (tpn) and lipids via peripherally inserted central catheter (PICC) line, blood was observed "backing out of the PICC line and seeping out of the t-connector". The leak occurred for an unknown amount of time. The nurse then checked the patient¿s blood sugar, and it was found to be "28" with patient "alert and active". An intravenous line was attempted, and the t-connector was changed. The PICC line was flushed with no leaks noted and good blood return. D10 bolus was initiated through the PICC line and oral gel glucose administered. No further information was available at the time of this report.

Manufacturer narrative:
D4: lot #: reported non-valid lot numbers: 8900-0223-01 and 8900-000219-0. Should additional relevant information become available, a supplemental report will be submitted.